Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt underwent surgery on the left, implanted ear, on (B)(6) 2013 for cholesteatoma removal. During the surgery, the vibrant soundbridge was allegedly damaged and removed. It is not known if there are plans to re-implant this pt in the future.